Manufacturer narrative:
Citation: chen sansong,fang xinggen,li zhenbao et. Al cause analysis and management of the complications of enterprise stent-assisted embolization of intracranial aneurysms the purpose of this article was "to analyze the intraoperative and postoperative common complications of enterprise stent-assisted embolization in intracranial aneurysms". The device were not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the devices during use. The events occurred in the patients post procedure and their causes were unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to same article: 2029214-2017-00510 2029214-2017-00511 2029214-2017-00512.

Event description:
Medtronic received information during literature review that there were total 22 patients had complications. Intraoperative aneurysms rupture and hemorrhage happened in 2 patients. Acute thrombosis in 13 patients. After thrombolysis with tirofiban and/or urokinase, immediate complete blood flow restored in 11 patients. There was slow blood flow in one patient. Thrombolysis failure in one patient. Post procedure cerebral infarction in six patients, cerebral vasospasm in three patients. Aphasia and hemiplegia in one patient. Postoperative non- aneurysmal hemorrhage in two patients. After treatment, unilateral limb muscle strength decline in one patient. Aphasia and hemiplegia occurred in one patient. Total 143 patients were treated with stent assisted coiling treatment with enterprise stent and axium coils. 143 patients with 205 intracranial aneurysms rupture: 88, recurrence: 12, non rupture: 43 enterprise stents used: 207 (pc), single stent: 2 patients, stent plus axium¿: 141 patients.